Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. The customer loaded a new cartridge to resolve the issue. Additionally, it was reported that occlusion alarms occurred. The customer's blood glucose (bg) level was 300-350 mg/dl. Customer changed pump supplies to address the issue.